Manufacturer narrative:
Review of the logfile for the day of treatment shows that the reported issue is not caused by the system or the used patient interface. The error message indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The root cause is that the vacuum was turned off by the user during treatment. The user pressed vacuum pedal instead of the laser pedal. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient interface lost vacuum during bed cut. The interface was exchanged and the procedure was completed with no patient harm.